Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that upon removing the device, the cannula has been left remaining in the abdomen. The cannula was stuck in his body (stomach) from the device and one has been left in there for 6 weeks. The clinicians were hoping it would work its way out. No medical or surgical intervention was reported.